Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed.  No new, changed or corrected information was noted; no deviations or nonconformance observed. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected with 1 syringe of juvéderm® volift¿ with lidocaine in the nasogenian grooves and experienced a vascular lesion 4 hours later. Hyaluronidase was provided as treatment and symptoms resolved the same day as injection.